Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there were no issues identified with the freestyle librelink application during replication that would have led to the reported issue. The customer reported app not working. Attempted to replicate the customer's complaint using similar configurations os 16.6.1, 2.10.2.7677 and the reported issue was unable to be replicated and the system and functioned as intended. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified issue was reported with the adc device in use with unknown phone with unknown operating and system version. The customer was unable to access their freestyle librelink account due to deleting the application. As a result, the customer was unable to monitor glucose with sensor and experienced a loss of consciousness, requiring treatment of coca cola and banana by a third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
An extended investigation has been performed for the reported complaint and it has been determined that there were no issues identified with the freestyle librelink application during replication that would have led to the reported issue. The customer reported app not working. Attempted to replicate the customer's complaint using similar configurations and the reported issue was unable to be replicated and the system and functioned as intended. Therefore, the issue is not confirmed. All pertinent information available to abbott diabetes care has been submitted.this serves as a correction report. Section h10 (addtl mfg narrative) and b5 (describe event or problem) were incorrectly documented in the #1 follow up report. The correction has been made here.

Event description:
An unspecified issue was reported with the adc device in use with iphone, os 16.6.1, app version 2.10.2.7677. The customer was unable to access their freestyle librelink account due to deleting the application. As a result, the customer was unable to monitor glucose with sensor and experienced a loss of consciousness, requiring treatment of coca cola and banana by a third-party. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
Extended investigation is pending at this time. A follow up will be submitted once additional information is obtained. The device manufacturing date does not apply. The date entered in section h4 is the date abbott diabetes care became aware of the event. The operating system is unknown so the g4 - PMA/510(k) number populated is for ios. All pertinent information available to abbott diabetes care has been submitted.

Event description:
An unspecified issue was reported with the adc device in use with unknown phone with unknown operating and system version. The customer was unable to access their freestyle librelink account due to deleting the application. As a result, the customer was unable to monitor glucose with sensor and experienced a loss of consciousness, requiring treatment of coca cola and banana by a third-party. There was no report of death or permanent impairment associated with this event.